Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. One used ls1037 was received for evaluation. Visual inspection found the insulation on the jaw wire was damaged, and stains on the device show that it had been used. The manufacturing process has been reviewed, and nothing during the process would cause this type of slicing damage. Review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this issue. The cause of this issue is attributed to user error during use of the device, where the damage seen is consistent with the scraping of the jaws against the sharp edge of a trocar during insertion or removal. The instructions-for-use included with this item cautions users to carefully insert and withdraw instruments from cannulas/trocars to avoid possible damage to the device.

Event description:
The customer reported that during a total laparoscopic hysterectomy, the device had exposed wiring and could not be used. Upon receipt of the device, it was found to have signs of use and missing pieces of insulation. The site confirmed that the missing pieces did not disengage within the patient.